Manufacturer narrative:
Manufacturing evaluation investigation: the threaded shaft is broken off about 2mm below the screw head. The shaft was not sent back for investigation. Otherwise, the screw head is in good condition with only slight wear marks at the cruciform recess visible. The relevant dimensions at the fracture face of the screw were checked and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers of both potential lots showed no deviations regarding dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (iso). The microscopic view has shown that the fracture face is homogenous, which indicates material conformity, and has the typical view of a forced rupture. Conclusion: no product fault could be detected. The lot 9160738 was manufactured in september 2014 and the lot 9257460 was manufactured in november 2014. Based on the provided information, the exact cause of this occurrence cannot be determined. The appearance of the fracture face indicates that a mechanical overload, par example by exceptional hard bone, caused the breakage of these screws. In this relation, it is important to point out that the surgical technique guide mentions the following: in dense cortical bone, it may be necessary to predrill with a 1.5 mm drill bit. No manufacturing related issue was identified. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgery a screw broke in the patient. There was a prolongation of fifteen minutes. There was no plate involved. Not all broken off pieces were removed from the patient; the patient status is reported as okay. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is unknown. Lot numbers 9257460 and 9160738 provided; it is unknown which lot was the complained device. Expiration date: lot 9205904: november 01, 2024; lot 9113966: september 01, 2024. Device broke during insertion; device was not considered implanted/explanted. Lot 9205904: november 24, 2014; lot 9113966: september 24, 2014. A review of the device history records was run on both potential lot numbers: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Only the manufacturing documents of the unsterile lots were reviewed as this complaint is not related to packaging or sterilization. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.